Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely tortuous, 99% stenosed circumflex (cx) artery. The lesion was pre-dilated with a maverick 3.0 x 15mm balloon. The physician deployed a taxus express2 8.8% 3.50 x 24mm drug eluting stent at 10 atms. The balloon was fully deflated. Upon withdrawal, the balloon stuck to the stent. The physician reinflated the balloon and dialed down but the balloon still stuck. The physician had to deep seat the guide catheter to free the balloon. No pt complications were reported. The pt's condition is reported as good.